Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event peritonitis. The patient was treated with unspecified antibiotic therapy (dose, route and frequency not reported) for the event. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information was available.